Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2011". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113 . Device code(s): appropriate term/code not available (3191) ¿ device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to pulmonary embolism (pe) and deep vein thrombosis (dvt). Patient is alleging vena cava perforation and organ perforation. Patient further alleges ¿injury to my inferior vena cava and adjacent structures and ongoing mental anguish. A CT scan showed that multiple struts of the filter are extending outside my vena cava by as much as 1.3 cm. One of the struts perforates my aorta. I continue to worry about all of the possible complications that the remaining filter can cause. Because the filter remains in my body, I am at increased risk of filter strut migration, worsening filter strut perforation of the inferior vena cava wall, filter strut perforation of internal organs, filter fracture, bleeding, pain, deep vein thrombosis, pulmonary embolism, post-thrombotic syndrome, and other serious complications, including death.¿ (B)(6) 2018- CT abdomen w/o contrast. ¿the ivc filter is straightening along the course of the ivc. The ivc is not distended at time of exam at the apex does not appear to be embedded in a wall. The anterior tip of the ivc filter is located 3.2 cm inferior to the left renal vein and 3.4 cm inferior to the right renal vein. There is a medial strut which extends 1.3 cm 1.0 cm beyond the ivc filter wall with its tip adjacent to the aortic wall with a 0.35 fat plane between the ivc and the struts distal tip. There is a lateral strut which extends proximally 1.1 cm beyond the ivc wall with a 0.38 mm fat plane. There is an anterior strut with which extends 0.64 cm beyond the ivc wall with a 0.36 cm fat plane. There is a posterior strut which extends 1.2 cm beyond the ivc wall with its distal tip located immediately posterior to a superiorly extending osteophyte of the superior endplate of the l4 vertebral body. There is no fracture or bending of the ivc filter¿. Impression: ¿ivc filter as described above with anterior apex positioned 3.4 cm below the right renal vein and 3.2 centers below the left renal vein. Distal strut ivc wall perforation¿.

Manufacturer narrative:
The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Unknown if the reported metal anguish is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: vena cava/organ perforation, mental anguish no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
No additional information provided at this time.